Manufacturer narrative:
H6 - 4581: lens opacity. Refractive surprise: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens opacity (asc) and refractive surprise. In a separate visit the lens was explanted, phaco-emulsification, an iol implantation was performed. The problem was resolved. Cause of event is unknown.